Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No lot or serial number were indicated for the product: therefore, the device history record (DHR) could not be reviewed. Attempted to obtain additional information have been made. (B)(4).

Event description:
A surgeon reported that one month following glaucoma shunt implantation, the patient's intraocular pressure increased to 40 mmhg. Although the suture-lysis was performed, the bleb was not reconstructed. The surgeon suspected the shunt was clogged and injected bss (balanced slat solution) into the anterior chamber. The surgeon confirmed there was no flow from the shunt and proceeded to explant it. Additional information has been requested.